Manufacturer narrative:
Other device used: catalog: 00599201502, lot 60296289, nexgen complete knee solution legacy knee - posterior stabilized (lps). Femoral component - was manufactured at zimmer warsaw. Evaluation: x-rays were not returned for review. Device history record indicates the device was manufactured to specification. Isolated incident.

Event description:
It is reported that the devices were implanted in 2005. In 2007, the patient had increased pain and swelling and difficulty ambulating. The following month, the patient complained that her knee locked and had inability to move it. No instability was identified. Four days later, the patient complained of instability with progressive worsening. Exam revealed significant posterior capsule laxity with bone active and passive range of motion with mild laxity to varus and valgus stress. Two months later, during the pre-surgical visit, the patient was noted to have increased posterior laxity with l+effusion, full range of motion and 1 +instability to valgus stress. The following month, during the revision surgery, the patient was noted to dislocate posteriorly with severe posterior laxity noted. On arthrotomy, the tibial spine was fractured and free-floating. The component showed no gross laxity and patellar tracking was normal.